Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this non-guidant atrial lead exhibited undersensing in the atrium. P-waves were measuring 0.3mv, 1.3mv, 0.4mv, and 1.4mv. The atrial pacing impedance measurement was stable. Guidant received additional information that this crt-d and this defibrillation lead exhibited shock impedance measurements of 120-125 ohms. A guidant technical services consultant discussed performing a nips study and delivering minimum and maximum energy shocks to check the lead integrity.